Event description:
During the index procedure the patient had two assurant cobalt peripheral stents implanted to the right common iliac and one assurant cobalt peripheral stent implanted to the left common iliac. Approximately 21 months post index procedure the patient underwent right target lesion revascularization due to occlusion. The left iliac was also treated for revascularization with ballooning. Procedure was successful. The investigator assessed that the event in the right iliac was possibly related to the study stent.

Manufacturer narrative:
Evaluation results and conclusion: ¿ (tvr). (B)(4).